Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software logs and power manager assembly returned to manufacturer for evaluation. This complaint confirmed via data log analysis.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the system would not switch over to battery when unplugged from the wall. Instead, the system shut down. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.